Manufacturer narrative:
(B)(4)

Event description:
It was reported that low pacing lead impedance was observed on a merlin.net transmission. The patient presented to the clinic and there were two consecutive lead impedance measurements in the ventricle that measured low. The ventricular lead impedance prior was very stable and repeated measurements today all measured within range. Additionally, there were two ventricular noises that were sensed. Isometrics could not reproduce any noise. Sensing is very stable, although there was an automatic measurement that measured lower r-waves. In clinic r-waves measured fine. Programming changes were made. The patient will continue to be monitored.